Manufacturer narrative:
(B)(4). Date sent: 9/11/2023. See op notes attached.

Event description:
It was reported that a 62 year old male patient with history of colonic tubulovillous polyps underwent right hemicolectomy. The anastomosis was carried out between the distal ileum and mid-transverse colon using ¿the robotic stapler¿ and 3-0 v lock in two layers to close the enterotomy. On pod 3 patient underwent an exploratory laparotomy after hematoma development. Operative note states surgeon evacuated 2.5 liters of old blood from the abdomen. The surgeon also noted ¿during mobilization of the anastomosis, a small tear was likely made along the staple line. Any spillage of stool contents was carefully controlled, but it was clear that we would have to revise this anastomosis.¿ the anastomosis was then resected using a ¿linear gia 75 stapler.¿ the distal ileum and proximal transverse colon were aligned side to side and the ¿linear gia 75 stapler¿ was used to join the limbs ¿in a single fire and without any complication. The staple line was inspected and noted to be in good condition.¿ the patient continued to have difficulties after surgery and underwent small bowel resection with resection of the colonic anastomosis and an ileostomy performed on pod #6. The op note indicates ¿over the enterotomy closure from the staple¿ there appeared to be a leakage of succus and stool. This was irrigated and the ileostomy was placed, as well as a wound vac. The patient appeared to improve until a large amount of blood was noted in his ileostomy bag, and an egd on pod #7 demonstrated multiple gastric ulcers with blood in the gastric fundus and esophagitis in the duodenum with a duodenal ulcer. Another egd on pod #13 still showed significant bleeding and ulcers and required several blood transfusions and cardiac pressors. Another ¿massive loss of blood¿ required an egd on pod #16, and bleeding temporarily stopped until blood was once again noted in the ileostomy. Angiography could not identify the bleeding vessel, and deploying coils into likely bleeding vessels also did not stop the bleeding. The patient¿s providers agreed to pursue a total gastrectomy based on the number of procedures that had failed to resolve the bleeding, the blood transfusions, and ¿near certain outcome of death should this continue.¿ on pod #19, patient underwent a total gastrectomy with placement of abthera negative pressure dressing. The ta stapler was used to divide the stomach, and exploration revealed bleeding ulcers throughout the entire stomach. The abdomen was irrigated and the gastrectomy was completed and no further gastrointestinal bleeding occurred. On pod #19, patient was returned to the or for completion of the repair and a roux-en-y esophagogastrojejunostomy, small bowel repair, and fascial closure. A small rent in the mesentery of the remaining left-sided transverse colon was made and the loop was taken through the rent and then anastomosed in a two-layer hand-sewn anastomosis using interrupted 3-0 silk sutures to the esophagus. A leak test revealed no leak. A ¿gia 75¿ stapler was used to perform an end-to-side anastomosis between the biliary limb and the alimentary limb. An area of serosal tear from the previous day was repaired using 3-0 sutures. A wound vac was placed. The patient tolerated the procedure well. Pt continued to struggle with abscesses, hypotension, kidney injury, and stent placement for the next 3 years.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch#: unk. B3: unknown; captured as awareness date. H6: health effect ¿ clinical code gastrointestinal system (e10). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.